Manufacturer narrative:
A supplemental medwatch will be submitted when add'l info becomes available. (B)(4).

Event description:
It was reported that the device leaked a drop every forty five seconds from the gas outlet during initiation of ECMO (extra corporeal membrane oxygenation). The device was exchanged for another. (B)(4).